Manufacturer narrative:
Date of event is an approximation. Unable to obtain event date. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
Consumer reported a false negative result with the binaxnow¿ covid-19 antigen self test on an unknown date. Consumer stated that pcr testing presented positive results. Consumer then used the binaxnow¿ covid-19 antigen self test which presented a negative result. Consumer reported to be asymptomatic. No further information was provided regarding current health status and outcome.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.